Manufacturer narrative:
Product analysis: the complaint was confirmed. The programmer booted to an error screen. Extensive contamination was found in the keyboard area, and internally. Upper display hinges were worn. A keyboard hinge and storage bay latches were broken. Hard drive health was less than optimal. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during analysis.